Event description:
The customer reported that the jaws could not be re-opened during a gyn procedure. The site contact was not able to provide information as to whether the jaws were applied to tissue when this occurred. There was no patient injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.